Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between april 24, 2019 and april 25, 2019. H10: the device was received for evaluation. Visual inspection along with magnification were completed and no black foreign material could be observed inside the bag or the port areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a black foreign material. This was identified prior to patient use. There was no patient involvement. No additional information is available.